Event description:
It was reported that when using the bd pyxis¿ medbank tower had drawers failed to open to issue medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) as performed from the date of manufacture, 11-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open, and user was unable to issue medication. A technical support specialist terminated the cubex application in task manager to resolve the issue. The customer was then able to successfully issue the item. The system functioned as intended after the technical support specialist troubleshot the device.